Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed as planned after reconnecting the grabber card. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Upon troubleshooting, fse found that the issue was due to failure of flexvision pc. To resolve the issue, fse reconnected the grabber card and cable, reinstalled the os and application. After that the device booted normally and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.